Event description:
It was reported that the patient was having stimulation in the wrong location. These symptoms had been going on since implant. The patient was having their spinal cord stimulator (scs) removed on the monday after the report because it did not work. The patient had pain mostly in their lower right back and the top of their buttocks but the stimulation did not hit where the patient had the pain. The patient had more stimulation in their leg. The patient had never had upper back pain but since the implant the patient had pain in their upper back where the wires were too. The patient had been working with their doctor. The patient was curious in donating their external equipment. It was further reported that the patient never had therapeutic effect. There was impedance testing, x-rays, and reprogramming done. The implantable neurostimulator (ins) and lead were explanted on (B)(6) 2014. The patient status at the time of the report was alive with no injury. It was further reported that the stimulator did not help with the patient¿s pain. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID 37746, serial# (B)(4), product type: programmer, patient; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead; product ID 39565-65, serial# (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2014, product type: lead. (B)(4).